Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited undersensing and a high capture threshold. The right ventricular lead was deactivated and a leadless pacemaker (lp) was implanted on (B)(6) 2024. The patient was in stable condition.